Event description:
The pt was admitted for a procedure in 2009, with a lesion in the proximal left anterior descending branch. It was noted that the 3.0 x 18 mm cypher select plus stent moved back (proximal) on the stent delivery system while advancing it in the guiding catheter.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.